Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('constant and sharp intense pain in the right iliac fossa') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization and intervention required), dyspareunia ("dyspareunia or painful intercourse"), menorrhagia ("increase in menstrual bleeding"), gastrointestinal inflammation ("gastrointestinal inflammation "), varicose vein ("varicose veins have worsened"), headache ("intense headaches"), menstrual disorder ("menstrual changes") and inflammation ("lower limbs inflammation"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (essure removal by total bilateral salpingectomy) on (B)(6) 2019. The reporter considered abdominal pain lower, dyspareunia, gastrointestinal inflammation, headache, inflammation, menorrhagia, menstrual disorder and varicose vein to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('constant and sharp intense pain in the right iliac fossa') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization and intervention required), dyspareunia ("dyspareunia or painful intercourse"), menorrhagia ("increase in menstrual bleeding"), gastrointestinal inflammation ("gastrointestinal inflammation"), varicose vein ("varicose veins have worsened"), headache ("intense headaches"), menstrual disorder ("menstrual changes") and inflammation ("lower limbs inflammation"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (essure removal by total bilateral salpingectomy). Essure was removed on (B)(6) 2019. The reporter considered abdominal pain lower, dyspareunia, gastrointestinal inflammation, headache, inflammation, menorrhagia, menstrual disorder and varicose vein to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('constant and sharp intense pain in the right iliac fossa since essure placement / hypogastric pain, recurrent') and uterine polyp ('endometrial polypus') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included erythema nodosum on (B)(6) 2012, plantar fasciitis on (B)(6) 2012, arthralgia multiple (painful ankle injuries and diffuse arthralgia. Physical examination: she comes to consultation with difficulty walking. Afebrile. Normal abdomen. No peripheral adenopathies. On both lower limbs, indurated and erythematous lesions, very painful to the touch, with significant edema at the ankle level, located mainly in the ankles, although there are some smaller ones and without an inflammatory component on the anterior face of the lower limbs) in 2012, malaise in 2012, epigastric pain not food-related (abdominal ultrasound: intrauterine gestational sac within which the vitelline vesicle and embryo of 12 weeks of gestation can be seen. Normal adnexa. Not free liquid) on (B)(6) 2011, nausea in pregnancy on (B)(6) 2011, premature rupture of membranes (sensation of hydrorrhea 3 days ago. Cervix centered. Cephalic. Speculum: cervix closed, well epithelialized, increased flow, doubtful ruptured bag) on (B)(6) 2011, automobile accident (no bleeding, no contractions, neck pain. She went to the emergency room after a traffic accident with a side impact on the driver's door. She denies loss of consciousness. Refers cervical and lumbar pain, dizziness, nausea and 1 episode of vomiting. Fetal pathology is ruled out. Muscle contracture in the left sternocleidomastoid muscle. Pain on palpation and mobilization of the neck. No deformity or ecchymosis. Spinous processes preserved. Sensitivity preserved. Neurological examination: isochoric and normally reactive pupils. Preserved strength and sensitivity. Treatment: cervical collar for 4-5 days) on (B)(6) 2011, neck pain on (B)(6) 2011, lumbar pain on (B)(6) 2011, dizziness on (B)(6) 2011, vomiting on (B)(6) 2011, urinary tract infection on (B)(6) 2011, pyrexia on (B)(6) 2011, headache on (B)(6) 2011, vaginal infection nos on (B)(6) 2011, genital itching female (15-week pregnant, she went to the emergency room for genital itching for 2 weeks, along with slight discomfort when urinating, with no other associated symptoms) on (B)(6) 2011, urination pain on (B)(6) 2011, vaginitis on (B)(6) 2011, migraine aura (hemicrania pulsatile headache (like cramps) that has started with photophobia, sonophobia and nausea) in 2010, secondary amenorrhoea (patient goes to the emergency room due to secondary amenorrhea of two months of evolution together with a continuous pain at the level of the left iliac fossa, not irradiated. She does not report discomfort when urinating, bleeding, diarrhea, vomiting or other symptoms. Afebrile; negative pregnancy test external genitals of normal appearance. Speculum: nonpathological discharge, no bleeding, apparently normal cervix and vagina. No pain on palpation of both adnexa. Douglas free. Transvaginal ultrasound: uterus in retroversion of regular size and shape. Both adnexa normal. Slight amount of free fluid. Soft, depressible abdomen without signs of peritoneal irritation) in 2010, amenorrhea post pill in 2009, coxalgia in 2008, mass in abdomen (abdominal ultrasound: where a mass in the abdominal wall was palpated, no mass was visualized by ultrasound. There is a localized increase in subcutaneous fat but no isolated nodules. The musculature of the wall does not present alterations) in 2008, parity 2 (one at 20 years-old and other at 24 years-old), lactation suppressed, menarche (at 14 year-old) and smoker (4 to 6 cigarettes a day). Previously administered products included for erythema nodosum: monurol on (B)(6) 2012; for epigastric pain during pregnancy: ranitidine on (B)(6) 2011; for nausea during pregnancy: cariban on (B)(6) 2011; for fever 39 degree: paracetamol on (B)(6) 2011; for urinary tract infection: cefuroxima on (B)(6) 2011; for vaginitis in pregnancy: clotrimazol on (B)(6) 2011; for migraine aura: naproxen in 2010, primperan in 2010, nolotil in 2010 and diclofenac in 2010; for an unreported indication: copper iud from (B)(6) 2012 to (B)(6) 2022, colchicine on (B)(6) 2012, voltaren on (B)(6) 2012, prednisone on (B)(6) 2012, omeprazole on (B)(6) 2012, diclofenac on (B)(6) 2012, enoxaparin on (B)(6) 2012, metamizole on (B)(6) 2012, urbason on (B)(6) 2012, nolotil on (B)(6) 2012, enantyum on (B)(6) 2012, ibuprofen in 2012, nolotil in 2012, enaxoparin in 2012, tetrazepam on (B)(6) 2011, paracetamol on (B)(6) 2011, valium in 2010, yasminelle and oral contraceptive. Past adverse reactions to the above products included erythema nodosum with oral contraceptive. Concurrent conditions included iliac fossa pain since 2010, irregular menstrual cycle, mood disorder and anxiety. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria hospitalization and intervention required), procedural pain ("very painfull during essure placement and pain after essure placement"), discomfort ("the discomfort was constant since essure placement"), abdominal discomfort ("discomfort in the hypogastrium"), post procedural pain ("pain after essure placement"), dysmenorrhoea ("discomfort of dysmenorrhea") and peripheral swelling ("swelling of lower limbs"). On (B)(6) 2014, the patient experienced road traffic accident ("traffic accident") with back pain and neck pain. On (B)(6) 2015, the patient was found to have weight decreased ("lost weight") and experienced obesity ("bmi 31"), lipodystrophy acquired ("abdominal lipodystrophy") and affective disorder ("mood disorder"). On (B)(6) 2015, the patient experienced ligament sprain ("cervical sprain (whiplash due to traffic accident)"). On (B)(6) 2015, the patient experienced breast mass ("nodules in the upper external and external quadrant of the right and left breast") and breast pain ("palpable breast pain"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain, recurrent"). On (B)(6) 2016, the patient experienced dysuria ("dysuria"). On (B)(6) 2016, the patient experienced postoperative pain ("pain in the hypogastrium that radiates to the left lower limb since the polypectomy on (B)(6) 2017"). In (B)(6) 2017, the patient experienced intermenstrual bleeding ("two bleedings in the last month and currently spotting"). On (B)(6) 2018, the patient experienced menstruation irregular ("irregular menstrual cycle with amenorrheic periods of 2-3 months"), amenorrhoea ("irregular menstrual cycle with amenorrheic periods of 2-3 months") and allergy to metals ("allergy to imitation jewelry"). On (B)(6) 2019, the patient experienced anxiety ("anxiety related to changes in health"). On an unknown date, the patient experienced uterine polyp (seriousness criterion medically significant), dyspareunia ("dyspareunia or painful intercourse"), heavy menstrual bleeding ("increase in menstrual bleeding"), gastrointestinal inflammation ("gastrointestinal inflammation"), varicose vein ("varicose veins have worsened"), headache ("intense headaches"), menstrual disorder ("menstrual changes / altered menses abundant or scarce"), inflammation ("lower limbs inflammation"), abnormal uterine bleeding ("abnormal uterine bleeding") and abdominal distension ("abdominal swelling"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with azithromycin, ceftriaxone, dexketoprofen, dexketoprofen trometamol (enantyum), diazepam, diazepam (valium), diclofenac, enoxaparin sodium (clexane), fosfomycin, ibuprofen, metamizole, metamizole magnesium (nolotil), omeprazole, paracetamol, progesterone (progeffik), tizanidine hydrochloride (sirdalud), trometamol, surgery (essure removal by total bilateral salpingectomy) and hysteroscopypolypectomy: for endometrial polyp resection on (B)(6) 2017. Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, dyspareunia and abdominal discomfort had not resolved and the uterine polyp, heavy menstrual bleeding, gastrointestinal inflammation, varicose vein, headache, menstrual disorder, inflammation, procedural pain, discomfort, post procedural pain, dysmenorrhoea, road traffic accident, weight decreased, obesity, lipodystrophy acquired, affective disorder, ligament sprain, breast mass, pelvic pain, breast pain, abnormal uterine bleeding, dysuria, postoperative pain, intermenstrual bleeding, menstruation irregular, amenorrhoea, abdominal distension, allergy to metals, peripheral swelling and anxiety outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abnormal uterine bleeding, affective disorder, allergy to metals, amenorrhoea, anxiety, breast mass, breast pain, discomfort, dysmenorrhoea, dyspareunia, dysuria, gastrointestinal inflammation, headache, heavy menstrual bleeding, inflammation, intermenstrual bleeding, ligament sprain, lipodystrophy acquired, menstrual disorder, menstruation irregular, obesity, pelvic pain, peripheral swelling, procedural pain, road traffic accident, uterine polyp, varicose vein, weight decreased, post procedural pain and postoperative pain to be related to essure. The reporter commented: start date discrepancy ((B)(6) 2014 or (B)(6) 2013). Satisfactory placement of essure, right tube 3 coils, left tube 1 coils. Active prescriptions: lorazepam 1 mg, 2.5 tablets every 24 hours, end of treatment: (B)(6) 2021, duration: 333 days. Sertraline 50 mg, 1 tablet every 24 hours, end of treatment: (B)(6) 2020, duration: 180 days. Paracetamol 1g, 1q8hr, end of treatment: (B)(6) 2020, duration: 20 days. Diagnostic results (normal ranges are provided in parenthesis if available): body height (cm) - on (B)(6) 2018: 175 cm; on (B)(6) 2019: 175 cm. Body mass index - on (B)(6) 2015: 31; on (B)(6) 2019: 28. C-reactive protein - on (B)(6) 2018: normal. Computerised tomogram - on (B)(6) 2019: there are no foreign bodies or other findings suggestive of pathology. Full blood count - on (B)(6) 2018: normal. Gynaecological examination - on (B)(6) 2015: normal external genitals normal cervix, normal breast palpation; on (B)(6) 2017: normal external genitalia, normal epithelialized cervix and vagina, no bleeding, smelly discharge. Mobile cervix, slightly painful on cervical mobilization, no adnexal masses, pain on palpation in the cul-de-sac of douglas; on (B)(6) 2018: soft, depressible abdomen, no signs of peritonism, no masses or organomegaly palpated. Normal external genitals. Eutrophic vagina. Macroscopically normal cervix; on (B)(6) 2018: normal external genitals, vagina and cervix. Painless mobile uterus. Free parameters; on (B)(6) 2018: normal genitals, normal epithelialized vagina and cervix, no active bleeding, blood remains in the vagina, non-assessable discharge. Pathology test - on (B)(6) 2017: polypectomy - macroscopy description: a pink and elastic polyp of 1 x 0.8 cm is received. Full inclusion. Pathological diagnosis: endometrial polyp; on (B)(6) 2019: bilateral salpingectomy - macroscopy description: bilateral laparoscopic salpingectomy. Tube 1: 5.5 x 0.8cm. Tube 2: 6.5 x1 cm. 2 complete intratubal devices can be seen. Diagnosis: fallopian tubes with nonspecific changes. Pregnancy test - on (B)(6) 2018: negative. Specialist consultation - on (B)(6) 2016: examination: good general condition, conscious, oriented, normal color, perfused, hydrated, eupneic at rest. Head and neck without pathological alterations. Cardiorespiratory auscultation: rhythmic tones at normal frequency, vesicular murmur preserved. Soft and depressible abdomen, defenseless, without signs of peritoneal irritation. Blumberg and murphy negative. Hypogastric pain. No tumors or herniations are palpated. No signs of venous thrombosis. Spinal x-ray - on (B)(6) 2014: cervical x-ray: slight rectification; on (B)(6) 2015: cervical, dorsal and lumbar x-rays: rectification and slight cervical eversion. Ultrasound abdomen - on (B)(6) 2014: iud normally inserted in the uterine cavity. Normally inserted essures are displayed. Not free liquid; on (B)(6) 2019: without gynecological organic pathology. Ultrasound breast - on (B)(6) 2015: the palpated nodules correspond to normal fibroglandular tissue, conclusion birads-1, no abnormality. Ultrasound scan vagina - on (B)(6) 2015: unremarkable; on (B)(6) 2017: uterus in retroversion with homogeneous endometrium of 3.4 mm, normal adnexa, no free fluid in the pelvis; on (B)(6) 2018: uterus of normal morphology, second phase endometrium, normal ovaries, free douglas; on (B)(6) 2018: uterus in anteversion with endometrium according to cycle. Normal adnexa. No free fluid in douglas. Apparently normal essure devices inserted; on (B)(6) 2018: uterus in retroversion, fine and homogeneous endometrial line, adnexa appear normal, in the left adnexa round formation with well-defined edges and anechoic content of 16 mm compatible with ovulatory follicle, no free fluid; on (B)(6) 2019: uterus in anteversion with endometrium according to cycle. Normal adnexa. No free fluid in douglas. Apparently normal essure devices inserted; on (B)(6) 2019: slightly mobile globular uterus. Endometrium 11mm. Second phase, normal ovaries. No other findings. Fallopian tubes with nonspecific changes; on (B)(6) 2019: transvaginal ultrasound: uterus in retroversion of normal size and shape. Homogeneous. Both ovaries normal. Regular review. No current gynecological pathology. Urine analysis - on (B)(6) 2018: negative; on (B)(6) 2018: blood positive, rest negative. Weight (kg) - on (B)(6) 2018: 85 kg; on (B)(6) 2019: 85 kg. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2022: the follow information were include reporter updated, other heath professional's reporter, patient's information, patient's details, historical drug, medical history, lab data, other treatment products, events: endometrial polyp, discomfort, procedural pain, post procedural dizziness, lower abdominal discomfort, dysmenorrhea, automobile accident, lost weight, lipodystrophy, obesity, neck sprain, mood disorder, breast nodule, breast pain, pelvic pain female, dysuria, abnormal uterine bleeding, postoperative pain, metrorrhagia, irregular menstrual cycle, amenorrhea , allergy to metals, swelling abdomen, situational anxiety, start date updated from (B)(6) 2014 to (B)(6) 2013, start date added to iliac fossa pain, outcome updated from unknown to not recovered/not resolved iliac fossa pain, painful intercourse, lower abdominal discomfort. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ministerio de sanidad y consumo (es), reference number: (B)(4)) on 11-may-2020. The most recent information was received on 11-mar-2022. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('constant and sharp intense pain in the right iliac fossa since essure placement / hypogastric pain, recurrent') and uterine polyp ('endometrial polypus') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included erythema nodosum on (B)(6) 2012, plantar fasciitis on (B)(6) 2012, arthralgia multiple (painful ankle injuries and diffuse arthralgia. Physical examination: she comes to consultation with difficulty walking. Afebrile. Normal abdomen. No peripheral adenopathies. On both lower limbs, indurated and erythematous lesions, very painful to the touch, with significant edema at the ankle level, located mainly in the ankles, although there are some smaller ones and without an inflammatory component on the anterior face of the lower limbs) in 2012, malaise in 2012, epigastric pain not food-related (abdominal ultrasound: intrauterine gestational sac within which the vitelline vesicle and embryo of 12 weeks of gestation can be seen. Normal adnexa. Not free liquid) on (B)(6) 2011, nausea in pregnancy on (B)(6) 2011, premature rupture of membranes (sensation of hydrorrhea 3 days ago. Cervix centered. Cephalic. Speculum: cervix closed, well epithelialized, increased flow, doubtful ruptured bag) on (B)(6) 2011, automobile accident (no bleeding, no contractions, neck pain. She went to the emergency room after a traffic accident with a side impact on the driver's door. She denies loss of consciousness. Refers cervical and lumbar pain, dizziness, nausea and 1 episode of vomiting. Fetal pathology is ruled out. Muscle contracture in the left sternocleidomastoid muscle. Pain on palpation and mobilization of the neck. No deformity or ecchymosis. Spinous processes preserved. Sensitivity preserved. Neurological examination: isochoric and normally reactive pupils. Preserved strength and sensitivity. Treatment: cervical collar for 4-5 days) on (B)(6) 2011, post-traumatic pain on (B)(6) 2011, post-traumatic pain on (B)(6) 2011, dizziness on (B)(6) 2011, vomiting on (B)(6) 2011, urinary tract infection on (B)(6) 2011, pyrexia on (B)(6) 2011, headache on (B)(6) 2011, vaginal infection nos on (B)(6) 2011, genital itching female (15-week pregnant, she went to the emergency room for genital itching for 2 weeks, along with slight discomfort when urinating, with no other associated symptoms) on (B)(6) 2011, urination pain on (B)(6) 2011, vaginitis on (B)(6) 2011, migraine aura (hemicrania pulsatile headache (like cramps) that has started with photophobia, sonophobia and nausea) in 2010, secondary amenorrhoea (patient goes to the emergency room due to secondary amenorrhea of two months of evolution together with a continuous pain at the level of the left iliac fossa, not irradiated. She does not report discomfort when urinating, bleeding, diarrhea, vomiting or other symptoms. Afebrile; negative pregnancy test external genitals of normal appearance. Speculum: nonpathological discharge, no bleeding, apparently normal cervix and vagina. No pain on palpation of both adnexa. Douglas free. Transvaginal ultrasound: uterus in retroversion of regular size and shape. Both adnexa normal. Slight amount of free fluid. Soft, depressible abdomen without signs of peritoneal irritation) in 2010, amenorrhea post pill in 2009, coxalgia in 2008, mass in abdomen (abdominal ultrasound: where a mass in the abdominal wall was palpated, no mass was visualized by ultrasound. There is a localized increase in subcutaneous fat but no isolated nodules. The musculature of the wall does not present alterations) in 2008, parity 2 (one at 20 years-old and other at 24 years-old), lactation suppressed, menarche (at 14 year-old) and smoker (4 to 6 cigarettes a day). Previously administered products included for erythema nodosum: monurol on (B)(6) 2012; for epigastric pain during pregnancy: ranitidine on (B)(6) 2011; for nausea during pregnancy: cariban on (B)(6) 2011; for fever 39 degree: paracetamol on (B)(6) 2011; for urinary tract infection: cefuroxima on (B)(6) 2011; for vaginitis in pregnancy: clotrimazol on (B)(6) 2011; for migraine aura: naproxen in 2010, primperan in 2010, nolotil in 2010 and diclofenac in 2010; for an unreported indication: copper iud from (B)(6) 2012 to (B)(6) 2022, colchicine on (B)(6) 2012, voltaren on (B)(6) 2012, prednisone on (B)(6) 2012, omeprazole on (B)(6) 2012, diclofenac on (B)(6) 2012, enoxaparin on (B)(6) 2012, metamizole on (B)(6) 2012, urbason on (B)(6) 2012, nolotil on (B)(6) 2012, enantyum on (B)(6) 2012, ibuprofen in 2012, nolotil in 2012, enaxoparin in 2012, tetrazepam on (B)(6) 2011, paracetamol on (B)(6) 2011, valium in 2010, yasminelle and oral contraceptive. Past adverse reactions to the above products included erythema nodosum with oral contraceptive. Concurrent conditions included iliac fossa pain since 2010, irregular menstrual cycle, mood disorder and anxiety. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria hospitalization and intervention required), procedural pain ("very painfull during essure placement and pain after essure placement"), discomfort ("the discomfort was constant since essure placement"), abdominal discomfort ("discomfort in the hypogastrium"), post procedural pain ("pain after essure placement"), dysmenorrhoea ("discomfort of dysmenorrhea") and peripheral swelling ("swelling of lower limbs"). On (B)(6) 2014, the patient experienced road traffic accident ("traffic accident") with back pain and neck pain. On (B)(6) 2015, the patient was found to have weight decreased ("lost weight") and experienced obesity ("bmi 31"), lipodystrophy acquired ("abdominal lipodystrophy") and affective disorder ("mood disorder"). On (B)(6) 2015, the patient experienced ligament sprain ("cervical sprain (whiplash due to traffic accident)"). On (B)(6) 2015, the patient experienced breast mass ("nodules in the upper external and external quadrant of the right and left breast") and breast tenderness ("palpable breast pain"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain, recurrent"). On (B)(6) 2016, the patient experienced dysuria ("dysuria"). On (B)(6) 2016, the patient experienced postoperative pain ("pain in the hypogastrium that radiates to the left lower limb since the polypectomy on (B)(6) 2017"). In (B)(6) 2017, the patient experienced intermenstrual bleeding ("two bleedings in the last month and currently spotting"). On (B)(6) 2018, the patient experienced menstruation irregular ("irregular menstrual cycle with amenorrheic periods of 2-3 months"), amenorrhoea ("irregular menstrual cycle with amenorrheic periods of 2-3 months") and allergy to metals ("allergy to imitation jewelry"). On (B)(6) 2019, the patient experienced anxiety ("anxiety related to changes in health"). On an unknown date, the patient experienced uterine polyp (seriousness criterion medically significant), dyspareunia ("dyspareunia or painful intercourse"), heavy menstrual bleeding ("increase in menstrual bleeding"), gastrointestinal inflammation ("gastrointestinal inflammation"), varicose vein ("varicose veins have worsened"), headache ("intense headaches"), menstrual disorder ("menstrual changes / altered menses abundant or scarce"), inflammation ("lower limbs inflammation"), abnormal uterine bleeding ("abnormal uterine bleeding") and abdominal distension ("abdominal swelling"). The patient was hospitalized (B)(6) 2019. The patient was treated with azithromycin, ceftriaxone, dexketoprofen, dexketoprofen trometamol (enantyum), diazepam, diazepam (valium), diclofenac, enoxaparin sodium (clexane), fosfomycin, ibuprofen, metamizole, metamizole magnesium (nolotil), omeprazole, paracetamol, progesterone (progeffik), tizanidine hydrochloride (sirdalud), trometamol, surgery (essure removal by total bilateral salpingectomy) and hysteroscopypolypectomy: for endometrial polyp resection on (B)(6) 2017. Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, dyspareunia and abdominal discomfort had not resolved and the uterine polyp, heavy menstrual bleeding, gastrointestinal inflammation, varicose vein, headache, menstrual disorder, inflammation, procedural pain, discomfort, post procedural pain, dysmenorrhoea, road traffic accident, weight decreased, obesity, lipodystrophy acquired, affective disorder, ligament sprain, breast mass, pelvic pain, breast tenderness, abnormal uterine bleeding, dysuria, postoperative pain, intermenstrual bleeding, menstruation irregular, amenorrhoea, abdominal distension, allergy to metals, peripheral swelling and anxiety outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abnormal uterine bleeding, affective disorder, allergy to metals, amenorrhoea, anxiety, breast mass, breast tenderness, discomfort, dysmenorrhoea, dyspareunia, dysuria, gastrointestinal inflammation, headache, heavy menstrual bleeding, inflammation, intermenstrual bleeding, ligament sprain, lipodystrophy acquired, menstrual disorder, menstruation irregular, obesity, pelvic pain, peripheral swelling, procedural pain, road traffic accident, uterine polyp, varicose vein, weight decreased, post procedural pain and postoperative pain to be related to essure. The reporter commented: start date discrepancy ((B)(6) 2014 or (B)(6) 2013). Satisfactory placement of essure, right tube 3 coils, left tube 1 coils. Active prescriptions: lorazepam 1 mg, 2.5 tablets every 24 hours, end of treatment: (B)(6) 2021, duration: 333 days. Sertraline 50 mg, 1 tablet every 24 hours, end of treatment: (B)(6) 2020, duration: 180 days. Paracetamol 1g, 1q8hr, end of treatment: (B)(6) 2020, duration: 20 days. Diagnostic results (normal ranges are provided in parenthesis if available): body height (cm) - on (B)(6) 2018: 175 cm; on (B)(6) 2019: 175 cm. Body mass index - on (B)(6) 2015: 31; on (B)(6) 2019: 28. C-reactive protein - on (B)(6) 2018: normal. Computerised tomogram - on (B)(6) 2019: there are no foreign bodies or other findings suggestive of pathology. Full blood count - on (B)(6) 2018: normal. Gynaecological examination - on (B)(6) 2015: normal external genitals normal cervix, normal breast palpation; on (B)(6) 2017: normal external genitalia, normal epithelialized cervix and vagina, no bleeding, smelly discharge. Mobile cervix, slightly painful on cervical mobilization, no adnexal masses, pain on palpation in the cul-de-sac of douglas; on (B)(6) 2018: soft, depressible abdomen, no signs of peritonism, no masses or organomegaly palpated. Normal external genitals. Eutrophic vagina. Macroscopically normal cervix; on (B)(6) 2018: normal external genitals, vagina and cervix. Painless mobile uterus. Free parameters; on (B)(6) 2018: normal genitals, normal epithelialized vagina and cervix, no active bleeding, blood remains in the vagina, non-assessable discharge. Pathology test - on (B)(6) 2017: polypectomy - macroscopy description: a pink and elastic polyp of 1 x 0.8 cm is received. Full inclusion. Pathological diagnosis: endometrial polyp; on (B)(6) 2019: bilateral salpingectomy - macroscopy description: bilateral laparoscopic salpingectomy. Tube 1: 5.5 x 0.8cm. Tube 2: 6.5 x1 cm. 2 complete intratubal devices can be seen. Diagnosis: fallopian tubes with nonspecific changes. Pregnancy test - on (B)(6) 2018: negative. Specialist consultation - on (B)(6) 2016: examination: good general condition, conscious, oriented, normal color, perfused, hydrated, eupneic at rest. Head and neck without pathological alterations. Cardiorespiratory auscultation: rhythmic tones at normal frequency, vesicular murmur preserved. Soft and depressible abdomen, defenseless, without signs of peritoneal irritation. Blumberg and murphy negative. Hypogastric pain. No tumors or herniations are palpated. No signs of venous thrombosis. Spinal x-ray - on (B)(6) 2014: cervical x-ray: slight rectification; on (B)(6) 2015: cervical, dorsal and lumbar x-rays: rectification and slight cervical eversion. Ultrasound abdomen - on (B)(6) 2014: iud normally inserted in the uterine cavity. Normally inserted essures are displayed. Not free liquid; on (B)(6) 2019: without gynecological organic pathology. Ultrasound breast - on (B)(6) 2015: the palpated nodules correspond to normal fibroglandular tissue, conclusion birads-1, no abnormality. Ultrasound scan vagina - on (B)(6) 2015: unremarkable; on (B)(6) 2017: uterus in retroversion with homogeneous endometrium of 3.4 mm, normal adnexa, no free fluid in the pelvis; on (B)(6) 2018: uterus of normal morphology, second phase endometrium, normal ovaries, free douglas; on (B)(6) 2018: uterus in anteversion with endometrium according to cycle. Normal adnexa. No free fluid in douglas. Apparently normal essure devices inserted; on (B)(6) 2018: uterus in retroversion, fine and homogeneous endometrial line, adnexa appear normal, in the left adnexa round formation with well-defined edges and anechoic content of 16 mm compatible with ovulatory follicle, no free fluid; on (B)(6) 2019: uterus in anteversion with endometrium according to cycle. Normal adnexa. No free fluid in douglas. Apparently normal essure devices inserted; on (B)(6) 2019: slightly mobile globular uterus. Endometrium 11mm. Second phase, normal ovaries. No other findings. Fallopian tubes with nonspecific changes; on (B)(6) 2019: transvaginal ultrasound: uterus in retroversion of normal size and shape. Homogeneous. Both ovaries normal. Regular review. No current gynecological pathology. Urine analysis - on (B)(6) 2018: negative; on (B)(6) 2018: blood positive, rest negative. Weight (kg) - on (B)(6) 2018: 85 kg; on (B)(6) 2019: 85 kg. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.